Event description:
It was reported to philips that the system booting stopped at 00:00 outside of clinical use on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service power recycled the system and returned it to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).